Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08339. It was reported that the patient presented in clinic for follow-up, after missing follow-up for several years. Upon interrogation it was noted that the right ventricular (rv) lead exhibited noise. All lead measurements were within normal limits. During the procedure the physician inspected the lead and noticed visible insulation damage on the rv lead. There was also visible damage on the right atrial (ra) lead but, the physician elected to use a lead repair kit on the ra lead and not replace. The rv lead was capped and replaced on (B)(6) 2020. There were adverse events or allegations of adverse events.